Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that the vari stim just stopped working while using on a case during the procedure. A back up product was used to finish the case. There was no patient impact.